Event description:
A healthcare professional reported that during cataract surgery, laser surgical step was showing in anterior procedures but not showing in doctor¿s procedure setup of an ophthalmic system. Surgery was completed on the same day and no patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information is provided in section d.4 and h.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the company representative present at the site confirmed and replicated the reported event. Through this investigation it was found that adding laser surgical steps to the anterior procedure set up did not automatically add to the doctor procedure set up. As a result, an internal investigation was created to address this reported event. The root cause of the reported event is attributed to software. All surgical systems are verified to meet specifications after installation and customer-initiated servicing. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. The root cause of the reported event is attributed to software. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.